Manufacturer narrative:
Additional information received indicated that since the customer had started using the replacement tandem pump, no further occlusions have occurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer had changed the infusion set and cartridge multiple times and the occlusion reoccurred. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the current occlusion.